Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was doing a high pitched tone and won't advance. Customer stated that the pump appears to not be responding to button presses. Customer stated that she called but could not provide the serial number because she was driving. Customer was unable to confirm if there was no clock on display. The pump screen is not completely blank. Customer works in an office and was just sitting there when it happened. Customer had a keypad anomaly and stated that the keypad was not responding. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No frozen screen, time/clock anomaly, audio/beep anomaly noted. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip.